Event description:
Customer called to report that she removed the pod because she was "running high" (bgs ranging from 219 to 347 mg/dl). When asked, she defines "high" as any level over 300. She removed pod and returned for eval and activated a new pod which dropped her bgs.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.